Event description:
A customer reported a malfunction on their pump. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump, and instructions to continue using it unless the malfunction recurs, in which case they should call back. The customer understood the instructions and acknowledged them.